Event description:
The physician was attempting to implant a 3.0mm diameter x 34mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in the rca that was reported to exhibited severe calcification. It was reported that the physician could not pass the stent to the target lesion. No patient injury occurred and no clinical sequelae were reported. The device returned to the manufacturing facility and the stent was noted to be damaged. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st distal and 18th proximal stent segments were raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; lesion tight and diffuse and severe calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; lesion tight and diffuse and severe calcification). (B)(4).